Event description:
Rptr indicated a vns pt was having increased seizures and had been referred for vns generator replacement surgery. A vns generator battery estimate performed with significant programming history yielded approximately 4.66 yrs remaining on the generator battery. Attempts for further info are in progress.